Event description:
It was reported that the patient underwent a posterolateral approach l5-s1 fusion using rhbmp-2/acs mixed with hydroxyapatite granules. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from hersurgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2003, patient underwent following procedure: posterior-lateral intertransverse process technique arthrodesis l5-s1. Pre-op diagnosis: lower back pain 2. Rule out l5-s1 pseudoarthrosis post-op diagnosis: pseudoarthrosis l5-s1 per operative notes: " the l5-s1 facet joints were removed in oblique fashion using an osteotome down to the levels of the base of pedicles. All these bony surfaces exhibited bleeding following decortication. The bone fusion was done using rhbmp-2/acs. An appropriate dose of rhbmp-2 was applied to collagen sponge provided in the kit. Synthetic hydroxyapatite granules were applied to the collagen sponge.. The two sponges were packed in posterolateral gutters bilaterally according to the technique for use of rhbmp-2/acs.. The patient tolerated the procedure and was transported to the recovery room in stable condition.."